Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024. It was reported that the patient faced two infusion sets kinked cannulas within 3 or more hours of insertion. Patient's blood glucose at the time of issue was 375 mg/dl. Patient took correction bolus via pump to address high bg. Site of insertion were abdomen. Infusion sets were in use for less than 24 hours. Patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-29833. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint (B)(4) has been evaluated as a severity 5 case. The lot 6004798 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guideline for test of reference. Samples version 11 for the code soft cannula found kinked upon removal from infusion site. Complaint investigations. The following test was performed: 1 used serter was provided, test could not be performed due customer did not returned complete set. Visual test according to with wi version 9, 1 returned serter, test could not be performed. Functional test (flow) - according to with version 9, 1 returned serter, test could not be performed. A batch record review was conducted resulting in the following: the 6004798 was manufactured according to the document version 14 on the packing process in inset 30 line 1 on 07-jan-2024 with (B)(4) pieces review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event. As a result of the following: test could not be performed due user returned only 1 serter, no reported harm, no defect on test, no non-conformance (nc) raised during production. Other one complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the on market quality review (omqr) procedure.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Supplemental report 02 - MDR 2026745. Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date, additional patient or event details were received which have been added in h11.